Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2014. During the procedure, the retractor fractured while inside the patient. The patient retained a foreign body. There was a delay in the procedure of 45 minutes.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of scratches and other signs of wear. Evaluation of device found evidence that failure mode was most likely due to bending overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.